Event description:
It was reported the patient ((B)(6)) has lost effective stimulation coverage. A diagnostic test revealed invalid impedance measurements for several lead contacts. The patient denies experiencing any trauma which may have contributed to this event. An x-ray has been recommended for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.